Event description:
Event description boston scientific received information that at this patient's follow-up visit, capture failure was observed on the ECG. Ventricular impedance was less than 100 ohms, thresholds could not be measured in bipolar configuration, and a sensing failure was confirmed. Daily measurements showed that the impedance measurement on the day before was also less than 100 ohms. Pacing and sensing were set to unipolar mode, although, the values were not good. The output was set to 3.0v/0.4ms and the sensitivity was set to 0.5mv. An x-ray showed damaged conductor coils near the subclavian first-rib area. The lead was surgically abandoned. Due to the patient's anatomy, the replacement lead was implanted on the right side.